Event description:
It was reported that the lead exhibited high impedance. A lead fracture was suspected. The physician elected to lower the base rate, so there would be an increase in sensing in the atrium, and there were no plans to replace the lead.